Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (BG) value was not provided. In addition, the customer had ketones present. Assistance was required to administer a manual insulin injection to address BG. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.